Event description:
A surgeon initially reported endothelium edema and cloudiness of cornea after burst application of ultrasonic power during od cataract surgery. The patient had striate keratopathy up to 12 days after surgery. Additional information received from surgeon on 10/09/2006 noted hospitalization was prolonged: 3 days. Surgeon stated there was no medical or surgical intervention required. Patient outcome was reported as good.

Manufacturer narrative:
Investigation and root cause analysis has not been completed to date.